Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip damaged" @ 10 minutes and 44,000 joules of use. The procedure was completed using a second fiber. Patient outcome: no report of patient injury.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the glass cap exhibits mild charred detritus. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.